Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was around 40 mg/dl and the insulin pump was suspended overnight. The customer's blood glucose at the time of incident was 130 mg/dl. The customer treated low blood glucose by suspending the pump and treated with food. The customer declined troubleshoot the insulin pump. The insulin pump will not be returned for analysis.